Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down/smartphone: phone_control_android software app version: 3.1.6 operating system: tp1a.220624.014.g781vsqslhyi1 hardware: sm-g781v cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that on (B)(6) 2026, his blood glucose level increased to 490 mg/dl after approximately 24-36 hours of pod wear on the shoulder, prompting him to seek emergency medical care. The medical diagnosis provided at the time of treatment included electrolyte imbalance and mild hyperglycemia. Reported symptoms included redness of the eyes and face. Treatment consisted of medicated intravenous fluids and additional blood testing to rule out other potential medical conditions, with no abnormal results reported. The patient reported that the pod was worn on the outer shoulder (lateral deltoid region). According to the patient¿s wife, the treating physician assessed that the pod cannula had been placed intramuscularly, noting that the location contained a high proportion of muscle tissue and limited subcutaneous fat. The patient¿s wife further reported that bleeding was observed at the insertion site, including at the time of medical evaluation, which the physician indicated was consistent with intramuscular placement. The patient reported that the physician advised this intramuscular placement likely resulted in reduced or ineffective insulin absorption, contributing to the elevated blood glucose levels. The patient remained hospitalized for approximately 6 hours and was discharged on (B)(6) 2026.